Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-09787. It was reported that patient¿s lead had migrated. In turn, surgical intervention was undertaken wherein the lead was revised and repositioned. Effective therapy was restored after surgery.